Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter on (b)(6 2011 at (B)(6) hosp, (B)(6)." Pt outcome: it is alleged that "[pt] suffered loss of consortium and punitive damages." Additional info requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-uni-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter on (B)(6) 2011 at (B)(6)." New additional information was provided: early spring to summer 2013 pt was treated for filter migration and perforation into aorta and back vertebrae at (B)(6). Alleged migration, vena cava perforation, and organ perforation. Pt had filter removed by complex removal with laser photo thermal ablation on (B)(6) 2013 at (B)(6) medical center. Filter removal due to pt's concern about indwelling of the ivc filter. Filter was at the l2-l3 level. Pt was informed about two prongs in two different parts of her body. Patient outcome: additional information is requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-uni-celect-perm. Summary of investigational findings: investigation is based on event description only, since no imaging is provided and patient medical history is unknown at this time. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. As to migration under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter on (B)(6) 2011 at (B)(6)." New additional information was provided: early spring to summer 2013 pt was treated for filter migration and perforation into aorta and back vertebrae at osf medical group. Alleged migration, vena cava perforation, and organ perforation. Pt had filter removed by complex removal with laser photo thermal ablation on (B)(6) 2013 at (B)(6) medical center. Filter removal due to pt's concern about indwelling of the ivc filter. Filter was at the l2-l3 level. Pt was informed about two prongs in two different parts of her body. Patient outcome: additional information is requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/02/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis. Plaintiff is alleging vena cava perforation, organ perforation, penetration into the abdominal aorta, l3 vertebrae and retroperitoneum. Plaintiff alleges complex device retrieval on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Catalog#: unk but referred to as a cook celect filter. Expiration date: unk as info was not provided. Since catalog# is unk the 510(k) could be either k090140, k073374 or k061815. MFR date: unk as lot# is unk. Investigation is still in progress.